Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open low anterior resection, the device had an incomplete staple line. The surgeon oversew the staple line to fix the issue.